Event description:
The central monitoring system (cns) shutdown on its own and the unit was showing an intel matrix storage manager error message. Unit was monitoring patients and on a ups and the ups indicator lights showed no issues. MFR ref # 8030229-2014-00058.